Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (general) / irregular bleeding") in an adult female patient who had essure (batch no. 936683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with essure insertion". The patient's past medical history included uterine fibroid, gravida ii and parity 2. Concurrent conditions included post coital bleeding and uterine prolapse. Concomitant products included nsaid's and paracetamol (acetaminophen). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue/fatigue"), depression ("depression "), anxiety ("mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder ("menstruation issue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), back pain ("lower back pain") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, nausea, dysmenorrhoea and dyspareunia outcome was unknown and the back pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Human chorionic gonadotropin - on 19-jul-2012: negative. Hysterosalpingogram - on 1-oct-2012: confirmed essure device was succesfully occluded the tubal ostia appeared completely occluded with no spill of dye through the tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc (product technical complaint) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (general) / irregular bleeding") in an adult female patient who had essure (batch no. 936683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with essure insertion". The patient's past medical history included uterine fibroid, gravida ii and parity 2. Concurrent conditions included post coital bleeding and uterine prolapse. Concomitant products included nsaid's and paracetamol (acetaminophen). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue/fatigue"), depression ("depression "), anxiety ("mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder ("menstruation issue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), back pain ("lower back pain") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, nausea, dysmenorrhoea and dyspareunia outcome was unknown and the back pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2012: negative. Hysterosalpingogram - on (B)(6) 2012: confirmed essure device was successfully occluded . The tubal ostia appeared completely occluded with no spill of dye through the tubes. Most recent follow-up information incorporated above includes: on 6-aug-2018: following company internal coding review, the reported event "irregular bleeding" was recoded to the meddra llt: genital bleeding and clubbed with previous reported event "abnormal bleeding (general)". Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 936683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with essure insertion". The patient's past medical history included uterine fibroid, multigravida and parity 2. Concurrent conditions included post coital bleeding and uterine prolapse. Concomitant products included nsaid's and paracetamol (acetaminophen). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue/fatigue"), depression ("depression "), anxiety ("mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder ("menstruation issue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), back pain ("lower back pain"), abdominal pain lower ("lower abdomen pain") and menstruation irregular ("irregular bleeding"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, nausea, dysmenorrhoea and dyspareunia outcome was unknown and the back pain, abdominal pain lower and menstruation irregular had resolved. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, menstruation irregular, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2012: negative. Hysterosalpingogram - on 1-oct-2012: confirmed essure device was succesfully occluded . The tubal ostia appeared completely occluded with no spill of dye through the tubes. Most recent follow-up information incorporated above includes: on 13-jul-2018: pfs and mr received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue were added. Patient's medical history added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') in a 33-year-old female patient who had essure (batch no. 936683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with essure insertion". The patient's medical history included uterine fibroid, gravida ii and parity 2. Concurrent conditions included post coital bleeding and uterine prolapse. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), genital haemorrhage ("abnormal bleeding (general) / irregular bleeding"), fatigue ("fatigue/fatigue") and nausea ("nausea"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), menstrual disorder ("menstruation issue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("lower back pain"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problem"), urinary tract infection ("uti"), bladder disorder ("bladder problem") and cystitis ("bladder infection"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, menorrhagia, dysmenorrhoea, menstrual disorder, genital haemorrhage, vaginal haemorrhage, vaginal infection, vaginal discharge, cystitis, fatigue, depression, anxiety and nausea outcome was unknown and the abdominal pain lower, back pain, urinary tract disorder and bladder disorder had resolved. The reporter considered abdominal pain lower, anxiety, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: removal date (B)(6) 2015 (discrepancy noted.) Patient receive treatment for pain, bleeding, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2012: results: negative. Hysterosalpingogram - on (B)(6) 2012: successful occlusion; on (B)(6) 2012: the tubal ostia appeared completely occluded with no spill of dye through the tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet revived, event bladder, urinary problem, bladder infection, vaginal infection, vaginal discharge, uti, event outcome rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') in a 33-year-old female patient who had essure (batch no. 936683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with essure insertion". The patient's medical history included uterine fibroid, gravida ii and parity 2. Concurrent conditions included post coital bleeding and uterine prolapse. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), genital haemorrhage ("abnormal bleeding (general) / irregular bleeding"), fatigue ("fatigue/fatigue") and nausea ("nausea"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), menstrual disorder ("menstruation issue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("lower back pain"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problem"), urinary tract infection ("uti"), bladder disorder ("bladder problem") and cystitis ("bladder infection"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, menorrhagia, dysmenorrhoea, menstrual disorder, genital haemorrhage, vaginal haemorrhage, vaginal infection, vaginal discharge, cystitis, fatigue, depression, anxiety and nausea outcome was unknown and the abdominal pain lower, back pain, urinary tract disorder and bladder disorder had resolved. The reporter considered abdominal pain lower, anxiety, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: removal date (B)(6) 2015 (discrepancy noted). Patient receive treatment for pain, bleeding, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2012: results: negative. Hysterosalpingogram - on (B)(6) 2012: successful occlusion; on (B)(6) 2012: the tubal ostia appeared completely occluded with no spill of dye through the tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2021: mr received. Medically confirmed reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') in a 33-year-old female patient who had essure (batch no. 936683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with essure insertion". The patient's medical history included uterine fibroid, gravida ii and parity 2. Concurrent conditions included post coital bleeding and uterine prolapse. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), genital haemorrhage ("abnormal bleeding (general) / irregular bleeding"), fatigue ("fatigue/fatigue") and nausea ("nausea"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), menstrual disorder ("menstruation issue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("lower back pain"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problem"), urinary tract infection ("uti"), bladder disorder ("bladder problem") and cystitis ("bladder infection"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, menorrhagia, dysmenorrhoea, menstrual disorder, genital haemorrhage, vaginal haemorrhage, vaginal infection, vaginal discharge, cystitis, fatigue, depression, anxiety and nausea outcome was unknown and the abdominal pain lower, back pain, urinary tract disorder and bladder disorder had resolved. The reporter considered abdominal pain lower, anxiety, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: removal date (B)(6) 2015 (discrepancy noted) patient receive treatment for pain, bleeding, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2012: results: negative. Hysterosalpingogram - on (B)(6) 2012: successful occlusion; on (B)(6) 2012: the tubal ostia appeared completely occluded with no spill of dye through the tubes. Lot number: 936683 manufacturing date: 2012/01 expiration date: 2015/01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-apr-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and menstrual disorder ("menstruation issue"). The patient was treated with surgery (underwent hysterectomy due to complication from the essure device). At the time of the report, the pelvic pain, fatigue and menstrual disorder outcome was unknown. The reporter considered fatigue, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed essure device was successfully occluded company causality comment. Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.